Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure for recommended replacement time (rrt), the cardiac resynchronization therapy defibrillator (crt-d) had a right ventricular port grommet and set screw issue in that the lead was stuck in the header. When the grommet and set screw were removed, saline was injected through the set screw screw-hole, which freed the lead pin and permitted a new device to be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.